Event description:
The reporter indicated that a 12.1mm vticm5_12.1, -12.0/2.0/020 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's left eye (os) due to low vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).